Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the angio-seal device assembly was attempted to be inserted over the guidewire, high resistance was felt. The assembly could not be inserted any further due to a risk of perforation if inserted with force. The backflow of blood was not observed from the drip hole. The physician thought it was dangerous to proceed to insert the device, as it was not confirmed that the assembly was in the proper position to deploy in the artery. The device was removed together with the guidewire from the patient. Manual compression was applied to achieve hemostasis. Hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was coiling. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6fr. The puncture site was the inguinal ligament of the right common femoral artery. The vessel diameter was unknown. There was no health damage for the patient. The estimated blood loss was less than 250cc. There were no other devices or equipment used with the reported product. There was no patient injury, medical/surgical intervention required.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. H6: investigation findings - 114 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. H6 - investigation conclusion - 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing of the returned sample. One used 6fr angio-seal vip was returned for product evaluation. The hemostasis sheath, the arteriotomy locator, guidewire and the carrier tube assembly were returned along with the header bag. Visual inspection revealed that the guidewire was inserted into the locator/sheath assembly. The locator was found to be properly mated with the hemostasis sheath. The alignment of the blood inlet holes was checked. No other visual anomalies were noted. An unused carrier tube assembly was returned, and it was kinked at the distal region where collagen is located. No damages or anomalies were observed on the sheath or locator. Functional testing was performed, and the locator was flushed, and normal water flow was confirmed from the drip hole of the locator. Then, the locator/sheath assembly was attempted to be flushed with water and flow was confirmed from the drip hole of the locator. No other gross anomalies were noted. For dimensional testing, the outer diameter of the locator was measured to be 0.090'' which was within the specification of 0.090'' +0.000''/- 0.002''. The outer diameter of the sheath was measured to be 0.116'' which was within the specification of 0.114" +/-0.005". The inner diameter of the drip hole on the arteriotomy locator was measured to be 0.022" which was within the specification of 0.022" +/-0.003". The inner diameter of the blood inlet holes on the arteriotomy locator measured 0.057" which was within the specification of 0.056" +/-0.002". The inner diameter of blood inlet holes of the hemostasis sheath was measured to be 0.040" which was within the specification of 0.038" +0.004/-0.002". All measurements were found to be within the manufacturer specifications. IFU states: ''note: when resistance is encountered at the anterior vessel wall during over-the-guidewire advancement of the angio-seal locator/insertion sheath assembly, rotate the assembly 90 degrees so the reference indicator is facing away from the user. This places the beveled tip of the insertion sheath perpendicular to the anterior vessel wall.'' Based on the findings of the evaluation, there were no anomalies with the returned components and functional testing was performed successfully. There were no visual and functional anomalies noted with the arteriotomy locator or hemostasis sheath. The locator and sheath were dimensionally tested and no dimensional inconsistencies were noted. Based on the available information, the cause of the event cannot be determined. However, the complaint is confirmed since it was mentioned that there was no blood return. It is likely that the sheath and locator assembly were not placed inside the artery and the likely cause for resistance could be from presence of scar tissue in the subcutaneous region. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.